Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not come out of the loading device properly and was left behind in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The delivery device was removed from the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly were not returned. The device as returned was unable to be evaluated for position of seal and tension spring assembly. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not come out of the loading device properly and was left behind in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.